Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was removed spontaneously from the patient 4 hours after placement. Per additional information received on (B)(6) 2018 from ibc, the leak point was unknown and there were no obvious defects on the catheter.

Event description:
It was reported that the catheter was removed spontaneously from the patient 4 hours after placement. Per additional information received on (B)(6)2018 from ibc, the leak point was unknown and there were no obvious defects on the catheter.

Manufacturer narrative:
Received only the catheter for evaluation. The exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Examined the sample and did not find any holes, rips or tears. Water was introduced into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak. Tested flow rate while balloon was inflated with10cc water and found the flow to be 140ml/min, 150ml/min and 168ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, so the sample did meet the internal specifications. Inflated balloon and found concentricity to be 70:30. The internal concentricity specification for a sample of this product type is 70:30 maximum, so the sample meets the concentricity specification. Inflated with 10cc of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. Per the dimensional evaluation, the shaft of the catheter was measured and found that the catheter was manufactured within the specification. The shaft measurement - 15fr (within specification). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."